Event description:
It was reported that boston scientific technical services (ts) was contacted to assess the battery status of this implantable device. It was stated that since last february, the projected longevity had decreased from 5 years to 3 years remaining. Ts confirmed the battery was exhibiting premature depletion. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and in-service. No adverse patient effects were reported.